Event description:
The rptr stated did back to back blood glucose tests, with results of 124 and 100 mg/dl. No info was provided regarding timing or testing technique, but it was unk if the test strip had been inserted correctly. The rptr did not have any symptoms. The lifescan rep reviewed qc procedures with the rptr. Followup attempts to contact the rptr for further info have not been successful.